Event description:
Two year post-op pt was admitted for recurrent dislocation of left total hip. Pt has had over 10 dislocations which required relocation under IV sedation. Due to continued dislocation and instability, the pt underwent revision of left total hip arthroplasty with conversion to a constrained acetabular component.